Event description:
It was reported when using the bd pyxis¿ medflex 1000, medication not showing on patient profile. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on patient profile. A technical support specialist (tss) remoted in and found that medication was not stocked into cabinet. Then the tss informed the customer to contact pharmacy and had them stat out the medication and put a purchase order (po) in for it to be stocked. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medflex 1000, medication not showing on patient profile. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.